Manufacturer narrative:
(Eval method), (eval results), and (conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Patient was having an x-ray procedure. He was on the x-ray table which was tilted at -35 degrees. His table ankle strap suddenly broke and he slid off the table onto the floor. He suffered from bruises.